Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an male patient noted as high-risk percutaneous coronary insertion was implanted with an impella cp device for mechanical circulatory support. During the end of the case, a perclose suture broke. As a result, an angioseal was placed and manual pressure was held. Subsequently, impella cp was successfully weaned and explanted. The patient's condition was stable post procedure.